Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part no. Stt-gl-003/(B)(4)), that was being used with the receiver during the reported event of permanent out of range was returned. Evaluations of the returned transmitter did not confirm the reported event.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.